Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the first er320 instrument clip could not be loaded properly in the applier. The other two er320 devices were only half loaded with clips. There was no consequence to the pt.